Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads. Unable to complete functional testing due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was unable to prime the insulin pump. Customer's blood glucose level was 17.2 mmol/l. The customer took an injection. The device was not returned.